Event description:
This pt was presented to the interventional lab for a stenting procedure of the left renal artery. Using a right radial approach the physician inserted a 110cm guidecatheter. The info received states that when the stent delivery system (sds) was passed through the guidecatheter it would not extend out of the guidecatheter. The actual length of the sds was shorter than the length that was marked on the packaging label. The product was safely removed from the pt and will be returned. There was no reported injury to the pt.